Event description:
It was reported that: the doctor has been having issues with the peel away sheath in the ir PICC kits. He can crack it fine but its not "peeling" away, its more like shredding. He has to pull the PICC out and try to use a hemostat to try to grab the sheath and pull it out that way. This same issue has happened 4-5 times now. Associated complaints: (B)(4).

Manufacturer narrative:
Qn# (B)(4). Complaint verification testing could not be performed as it was reported that the sample is not available for return. A device history record review was performed and relevant findings were identified. For part number eb-01052-002 with batch 34c23f0167, a non-conformance was created for the issue of peel-away sheath tears incorrectly; however, without the sample returned for analysis, it cannot be determined if the finding is relevant to the reported event. Without the device to evaluate the complaint could not be confirmed and the probable cause could not be determined from the available information. Teleflex will continue to monitor and trend for reports of this nature.

Event description:
It was reported that: the doctor has been having issues with the peel away sheath in the ir PICC kits. He can crack it fine but its not "peeling" away, its more like shredding. He has to pull the PICC out and try to use a hemostat to try to grab the sheath and pull it out that way. This same issue has happened 4-5 times now. Associated complaints: 9680794-2024-00270, 9680794-2024-00271, 9680794-2024-00272 and 9680794-2024-00273.

Manufacturer narrative:
(B)(4)